Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure. According to the complainant, the bipolar connector broke, but no patient complications were reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: no patient involvement. Additional information: the complainant confirmed that this issue did not occur during a procedure. The generator was being prepared for use when the problem was noted; therefore, this is no longer considered an MDR-reportable event. Device evaluation: visual evaluation of the returned device found that the front bezel and overlay had been written on with permanent marker, and several minor scratches were found on the cover and chassis. It was noted that the bipolar connector had been pushed into the bezel. All knobs and switches functioned properly. The complaint that the bipolar connector was broken was confirmed; the bipolar connector was replaced and the system then passed the endostat iii return evaluation procedure. This failure likely occurred due to long or extended use of the device. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure. According to the complainant, the bipolar connector broke, but no patient complications were reported as a result of this event.attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.